Manufacturer narrative:
The duodenovideoscope was returned to olympus for evaluation. A boroscope was used to inspect the biopsy and suction channel interior walls of the duodenovideoscope. There were multiple scratches found inside the biopsy channel wall; however, no scratches or stains were found inside the suction channel wall. There was no evidence of debris found inside the distal end of the scope and the forceps elevator. The distal end cover was found with multiple dents and scratches. The bending section cover glue on the distal end was found with a pinhole and also showed evidence of discoloration. The scope passed leakage testing. The device was serviced and returned to the user facility. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe and assess the facilities reprocessing practice and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. In addition, olympus made multiple follows ups with the user facility by telephone and in writing in an attempt to obtain additional information regarding the reported event; however, no additional information was obtained. The exact cause of the reported event cannot be determined at this time. The instruction manual contains a warning statement in an effort to prevent cross contamination. ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿

Event description:
Olympus was informed that after reprocessing, the scope failed microbiological testing three times. The type of organism is unknown. There was no patient involvement.

Manufacturer narrative:
The ess visited the user facility on november 8, 2016. The ess observed the facilities reprocessing practice and provided a reprocessing training. During the visit, the ess noted that the user facility uses a medivators advantage automated endoscope reprocessor (aer) machine. The ess also noted that the user facility was using two olympus single use brushes (maj-1534 and maj-1888). No reprocessing deviations were noted during the visit.